Event description:
It was reported to boston scientific corporation that a hydra jagwire was used during an endoscopic sphincterotomy procedure. Procedure date is unknown. According to the complainant, during the procedure, the distal tip of the hydra jagwire was damaged. No part of the device detached inside the patient. A new hydra jagwire was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual analysis of the device presents the dream tip damaged 2.5cm from the dream end exposing the corewire tip with elongation and damage to the distal tip of the urethane. The unit also presented jacket damaged/peeled exposing the corewire approximately 194cm from the jag end with a length of 1cm. All the outer diameter measurements are within the specifications. The returned unit is consistent with the complaint that the distal tip was damaged exposing the corewire tip. It is possible that unstated procedure and possibly clinical factors may have contributed to the failure reported, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Damage to the dream tip is a possible result of manipulation during procedure. Therefore, the most probable root cause is ¿operational context¿.

Event description:
It was reported to boston scientific corporation that a hydra jagwire was used during an endoscopic sphincterotomy procedure. Procedure date is unknown. According to the complainant, during the procedure, the distal tip of the hydra jagwire was damaged. No part of the device detached inside the patient. A new hydra jagwire was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4) for the reported event of guidewire distal tip damaged. The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we have not yet determined the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.